Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below limit) was confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to a defective u901 component on the computer/analog (ca) board. The root cause for the defective u901 component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor delivers pulse below lower limit.